Event description:
The customer tested blood glucose and received a result of 437 mg/dl. The customer tested the next day and received a result of 389mg/dl. Three days later they tested again with a result of 451 mg/dl. The customer went to the hospital. The customers device read 408mg/dl and the hospital device read 92 mg/dl, no treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.